Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) issued a red alert for one shock impedance daily measurement that was less than 20 ohms. The field representative discussed that the patient was seen in the office and shock impedances were normal for all other daily measurements. Tests were performed to assess the integrity of the shocking system. A 1.1 joule and 31 joule shock were delivered, and shock impedances were 38 and 36 ohms, respectively. With current information, no further remedial action was taken.